Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was in the range of 30 mg/dl. Customer stated that they had more high blood glucose levels and low blood glucose levels whenever they used the sensor. Customer¿s low blood glucose level was treated with eating carbohydrates. Customer stated that since they stopped using sensor they had not been above 180 mg/dl or below 70 mg/dl. The insulin pump will not be returned for analysis.